Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of the set leaking from a cracked female luer was not confirmed. The extension set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were noted. Functional and pressure testing was performed and no leaks were observed. The extension set male and female luer were dimensionally tested and found to be within specification. The root cause was not identified.

Event description:
The customer reported that a patient who was in an induced coma experienced decreased sedation related to the fentanyl infusion leaking from the connection between the primary set and extension set. A crack was noted in the female luer of the extension set.